Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the sheath was leaking from the hemostasis valve. A new device was used to complete the procedure with no patient consequences.